Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. Device inspection revealed the following: the received screwdriver, self-holding, extra short screwdriver was visually inspected in which we can see the crack propagating at the start of the sleeve which was caused by the application of excessive bending stress. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user-related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the self-latching screwdriver did not hold the screws, a crack in the metal next to the blade was spotted. Replacement was available."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the self-latching screwdriver did not hold the screws, a crack in the metal next to the blade was spotted. Replacement was available."